Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator "hiccups" or "stutters" while the driver is running and it is intermittent. When the ventilator is running, the unit seems to hesitate and it is very quick when it happens. The settings never change as it is so quick. The customer noticed this issue while the unit was running on a patient and they swapped the ventilator out for another unit. There was no patient compromise. The customer went through all of the pneumatics calibrations and found that they came in after making some adjustments to the limit. The ohms on the driver seemed to be erratic at times and not stable.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a 3100b 3-ohm driver assembly, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The component meets manufacturer's specifications.